Manufacturer narrative:
The customer¿s report of leakage was confirmed. Functional testing was performed; a thin stream of fluid was observed from the blue piston on the smartsite female luer adapter. Upon closer inspection, a small hole was noted in the piston. The probable cause of the small hole in the piston is due to the smartsite® being accessed with a sharp implement such as a needle or cannula.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests that blood was observed to be leaking from the end of catheter where a needlefree valve was connected. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.